Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2005. On an unknown date, the pt experienced a pelvic organ prolapse. An excision of the device and a uterosacral ligament vesicovaginal space repair procedure was performed. The current status of the pt is improved.

Manufacturer narrative:
Date sent to the FDA: 07/16/2008. Pelvic organ prolapse occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.